Event description:
Cysto laser lithotripsy performed stone fragment appeared to be wedged against the scope and the meter. Multiple attempts were made to remove scope but were unsuccessful. In 2008 - pt return to surgery. Retained scope removed.